Event description:
A high blood glucose (bg) level of 519 mg/dl was reported, with the suspected cause being unknown. The customer confirmed obtaining the bg value using both a cgm and a bg meter. To address the high bg, the customer took a correction bolus via the pump and received assistance from control technical support to eliminate air gaps in the cartridge, ensuring proper insulin delivery. The issue was identified as a user error during the cartridge loading process, and the customer was able to resume insulin delivery successfully.